Event description:
It was reported that a health care professional (hcp) requested a remote transmission for review. The presenting electrogram showed possible loss of capture and loss of electrical activity. In addition, non-sustained ventricular tachycardia (nsvt) and high rate non-sustained (hrns) episodes showed some intermittent undersensing. Later, there were high capture thresholds and a lead alert for low pacing impedance on the right ventricular (rv) lead. The hcp was unable to contact the patient, and requested a welfare check. The patient was found to be deceased. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.